Event description:
It was reported that a system error (se) 2240 alarm (air in set) occurred on a homechoice (hc) device during dwell 3 of 5. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that a supply bag fell and disconnected. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the supply bag disconnecting without falling is a known cause of air being introduced into the system. Should additional relevant information become available, a follow-up report will be submitted.